Event description:
The customer was hospitalized for dka. The customer is currently off the pump. The customer reviewed alarm history and an alarm had occurred prior to being hospitalized. The customer stated that they did not reset the programming on their pump after receiving alarm. Although, the customer stated that the time and date were correct. No further troubleshooting was done at the time of the call.